Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. Noise was reproduced with isometric exercise. No programming interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.